Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: subsidence of the femoral stem. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left total hip arthroplasty for ischemic necrosis of the left femoral head and post-operative changes of the right artificial hip joint. The patient returned to the ward without any discomfort. After walking, the patient experienced pain in the left thigh and a review of the x-ray showed that the left femoral prosthesis stem was sinking. The patient was immediately instructed to rest and rest in bed, and the pain improved slightly. After that, the patient was followed up monthly, and the x-rays showed a little sinkage, and after 3 months, there was no more sinkage and the thigh pain improved. To date, the patient has recovered the function of the replacement artificial hip joint and can walk normally on the ground. The above events increased the patient's pain, restricted the patient's activities, lost the best time to exercise the artificial hip joint after replacement, and affected the normal recovery after surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: : item # 00875304802/ shell with multi holes/lot # 64670571; item # 00877500828/ bioloxâ® delta ceramic taper/ lot # 3031302; item # 00877503202 / bioloxâ® delta, ceramic femoral head/lot # 3016118. Report source: (B)(6).